Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level and the patient had be hospitalized for three days. The blood glucose level at the time of hospitalization was 500 mg/dl. No further information available.